Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that they reduced the patient's pump dose by approximately 50% from what his pre-surgical dose was and the patient tolerated that and was discharged on that dose. The last time the patient was seen was on (B)(6) because they had were having significant nystagmus. The patient's mom requested an increase in the pump dose which was programmed to be a 15% increase. The volume of medicine they looked at the logs did not say any motor stalls or anything abnormal, just the warning that came out when they were preparing to update the pump. The nurse did not report any episodes of increased nystagmus or concerns for baclofen withdrawal. When the nurse interrogated the pump today, the warning didn't come up until they were reprogramming the pump and it showed current settings, pump in implant state, and to see infusion details. The report also showed a service code alarm alert occurring code 224 as well as a service code 0. Agent asked caller if they verified that the pump was in stopped mode and caller stated that they didn't think they verified it was. Caller does not recall ever seeing the pump in stopped mode and did not have to manually program it back to simple continuous mode. Caller also does not recall that they had to cancel telemetry or that it somehow did not complete on its own. The update shows that it was temporarily stopped and it says pump stopped since 0 hours and 2 minutes. After they reprogrammed it, it showed that the previous settings and the updated doses were 390 mcg per day. It appears like the settings are that it is infusing. Caller also mentioned that patient has a vagus nerve stimulation and they are wondering if somehow the wand might have caused this interference. The issue was not resolved through troubleshooting". [See (B)(4) for previous catheter revision]

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.